Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently responding to ok button presses. Adhesive/contamination and moisture corrosion was observed under the button contacts. The keypad was intact. The battery compartment was observed to be cracked during investigation.

Event description:
The pt contacted animas alleging that the pump was intermittently not responding to button presses. The pt claimed that the pump was slow to respond to ok button presses. The pt also claimed that the buttons were not springing back as usual and he could not feel clicks. The pt denied that the device was exposed to water.